Event description:
Patient using acuvue oasys contact lens' as prescribed and developed infection with p. Acnes to eye/cornea. Could the contact lens' as manufactured be contaminated? Dose or amount: -1.75/hgh +2.50, frequency: change every 2 weeks, route: ophthalmic. Date of use: 3 months. Diagnosis or reason for use: contact lens used to correct vision.